Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6), male patient who was receiving an unknown drug via an implantable pump for spinal pain. On (B)(6) 2015, code 8476 occurred on the personal therapy manager (ptm). The consumer also heard the pump alarming. The patient had a 90 minute MRI at 9am and just got out about 30 minutes prior to the call. It was noted the patient had a MRI last month and was able to use their ptm right away with no issues. No patient symptoms occurred. Additional information has been requested regarding troubleshooting and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.